Event description:
It was reported that a revision surgery was performed to repair the lcl.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned; therefore, no dimensional inspection was completed. Per the engineering investigation, segmentation of the femur and tibia follows acceptance criteria. Alignment of the femur and tibia follow acceptance criteria. There is metal distortion directly on the block fit area for the tibia. As a result of the investigation, the primary root cause of this issue is human error due to improper location of the alignment points. The secondary root cause of this issue is human error due to over segmentation of the femur. The investigating engineer reviewed the errors of this case with the regional engineer. Segmentation training is currently in place for all drafters, designers, and engineers. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.

Manufacturer narrative:
.